Event description:
Complaint from prince of wales hospital. The customer complained that a plastic was found inside the 20ml syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a piece of plastic was found inside the 20ml syringe. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and there is a piece of syringe barrel flange in the syringe. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history review was completed for provided material number 302830, lot 3209673. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and conveyors were correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received complaint from (B)(6) hospital. The customer complained that a plastic was found inside the 20ml syringe.